Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n austin). The correct manufacturing site information and registration number is (B)(4) (s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
The reported 5.5mm healicoil rg sa anchor systems intended for use in treatment, will not be returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during knot tying and pulled out. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper site preparation. Excessive force placed on the device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair, anchor broke while second knot of three was being tied. Anchor broke starting at the first open thread, and split along the anchor vertical support, splitting the anchor in half from distal to proximal end causing anchor to pull out. Pieces were retrieved from the patient with a grasper, and stitches were passed through the cuff and pulled lateral into an arthrex 4.75 swivelock. No delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.